Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller states the patient lost weight and now their ins is "flipping" and moving more. Caller states the doctor is trying to determine if it needs to be re-anchored or replaced. Caller was unsure when this began and stated they are not with the patient. Caller also stated the patient noted their device only stays charged "for a couple of minutes". Caller was not aware if this was in reference to the ins or the controller, and they were not with the patient. Tss provided number for ps and encouraged caller to have the patient contact them for further troubleshooting. They did not know when this began.